Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that minute ventilation (mv) signal oversensing was observed on the right atrial (ra) lead, connected to this cardiac resynchronization therapy defibrillator (crt-d). Additional information indicated that an out of range pacing impedance measurement was later observed. Boston scientific technical services (ts) recommended to program the respiratory response trend (rrt) feature off. The device was later checked and was within normal limits. The rrt was programmed off and the patient will be monitored. No adverse patient effects were reported.